Event description:
(B)(4). Heightened allergic reaction causing anaphylactic shock from sulfate which I'd never been allergic before essure causing hospitalization....severe and occasional unknown rashes never had before essure....metal taste in my mouth...extreme heavy bleeding with large clots...never had before essure ...painfully cramping excessive bloating...severe constipation ..blood in stool....lost libido..pain during sex bleeding afterwards ...all since I had the essure 3 years ago ongoing and worsening !!